Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 99% stenosed lesion in the distal right coronary artery (drca). A 3.5x15mm nc traveler balloon dilatation catheter (bdc) was advanced to the target lesion for post-dilation, with resistance met from the anatomy. The bdc was inflated one time to 12 atmospheres (atm) and held for 10 seconds when the balloon ruptured. The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A same size non-abbott device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.